Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision-augmentation surgery with mentor glow study gel devices on (B)(6) 2017. On (B)(6) 2018, the patient experienced right side breast cancer, which required lumpectomy with radiation on (B)(6) 2018.

Manufacturer narrative:
This event was originally reported under manufacturer¿s report number 1645337-2022-08568, manufacturer¿s reference number (B)(4). However, the manufacturer¿s reference number has changed. Going forward, the manufacturer¿s reference number for this event will be (B)(4), and manufacturer¿s report number 1645337-2022-14835. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. The incorrect due dates were mistakenly reported under previous submissions and this report is actually late. The report submission due date and g3 (date received by manufacturer) have been correctly updated on this report. Additional patient's demographics have also been correctly updated under section a. Manufacturer¿s reference number: (B)(4), report submission due date and g3 (date received by manufacturer).